Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of noise resulting in the minute ventilation (mv) feature to be deactivated. The patient was noted to have been undergoing a plasma transplant at the time of the observed oversensing. The model and serial number of the device was requested, however this information was not available at the time of the reported observations. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information is being sought of a local representative for the model and serial number of the associated device. This report will be updated once this information is obtained. With all the available information, boston scientific concludes our investigation of this event is complete. This report will be updated should additional information be provided. The complaint device was not returned to boston scientific, therefore product analysis could not be performed. The primary reported observation is addressed in product labeling (e.g. Instructions for use). Therefore, well-understood factors likely contributed to the event. In the absence of physical analysis, the root cause of the reported oversensing of noise cannot be determined.

Manufacturer narrative:
Additional information is being sought of a local representative for the model and serial number of the associated device. This report will be updated once this information is obtained.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of noise resulting in the minute ventilation (mv) feature to be deactivated. The patient was noted to have been undergoing a plasma transplant at the time of the observed oversensing. The model and serial number of the device was requested, however this information was not available at the time of the reported observations. This device remains in service. No adverse patient effects were reported.